Event description:
Customer reportedly received the following results on the same device within 10 minutes: 348 mg/dl, 260 mg/dl, and 126 mg/dl. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.